Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : remained implanted.

Event description:
Edwards received notification from a thv territory manager that a patient with a 9600 tfx 29 mm valve, implanted in the aortic position for 8 months, was admitted for heart failure due to skipping dialysis. Blood cultures were performed to rule out endocarditis and results were negative. Per the physician, the patient was diagnosed with hypo-attenuated leaflet thickening (halt) and reduced leaflet motion (rlm). The 29 mm s3 valve was successfully implanted during the initial case, mild pvl was noted at that time. The patient was started on an anticoagulation regimen for halt and rlm. Tee also showed mild/mod ai, (most likely progression of previously noted pvl) with and ava of 0.5 cm2. The patient was being treated medically only as they were not a surgical candidate. Follow up echocardiogram was planned. Additional information was received that the patient experienced a pea arrest, went into shock, and the decision was made to discontinue life support. The patient expired.

Manufacturer narrative:
Supplemental report submitted to include completion of the engineering evaluation and a correction to b7. The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for hypo-attenuated leaflet thickening (halt), leaflet motion restricted, stenosis and paravalvular leak were confirmed from the medical report. A review of DHR, lot history, and complaint history did not identify any manufacturing non-conformities that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''patient with a 9600tfx29mm valve, implanted in the aortic position for 8 months, was admitted for heart failure due to skipping dialysis. The patient was diagnosed with halt and reduced leaflet motion (rlm). The 29mm s3 valve was successfully implanted during the initial case with mild pvl. The physician also stated that there was thrombus and calcium present on a non-contrast CT and echo showed rlm. The patient is moving forward with an anticoagulation regimen. Tee also showed mild/mod ai (most likely progression of previously noted pvl). A follow echo will be performed. The patient was being treated medically as they were not a surgical candidate.'' Per the IFU, leaflet thickening and valve thrombosis are potential adverse events associated with the use of valve. Thrombosis is formation of blood clots on the valve, and it resembles thickening of leaflets. In this case, there was thrombus and calcium present on a non-contrast CT and echo showed rlm, and the patient was started on anticoagulant regimen. Additionally, calcium formation on leaflet can also thicken the valve leaflets. Per medical record, patient has esrd (end-stage renal disease) which is a well-known factor for calcification. As such, available information suggests patient factors (thrombosis, calcification) may have contributed to the reported event. Medical record confirms leaflet thickening. Thickening of leaflets impacts proper functionality/ coaptation, and results in restricted leaflet motion. As such available information suggests patient factors (thickened leaflet due to thrombosis and/or calcification, stenosis) may have contributed to the complaint event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Review of the medical report revealed that patient has a medical history of esrd (end-stage renal disease), which is well known risk factors of bioprosthetic valve stenosis or calcification. In this case, it was reported that thrombus and calcium were present on the non-contrast CT. Both thrombus and calcium can cause leaflet thickening affecting leaflet motion and subsequently resulting in valve stenosis. As such, available information suggests patient factors (esrd (end-stage renal disease), leaflet thickening due to thrombosis and/or calcification) may have contributed to the reported event. According to clinical review of medical records, ''tee also showed mild/mod ai (most likely progression of previously noted pvl).'' Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, mild-moderate pvl noted 8 months post-implantation is unknown; however, it could be related to cardiac remodeling. Since no labeling or IFU/training inadequacies were identified; therefore, corrective/preventive action nor product risk assessment (pra) is not required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.